Event description:
Customer reportedly received results of 159 mg/dl and 70 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.